Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported out of range high alerts which were confirmed in dms on (B)(6) 2025 at 12:29:39 am and (B)(6) 2025 at 4:36:49 pm.user took bg reading for the second example at the same time: (B)(6) 2025 4:36 of 125 mg/dl which was also confirmed in dms. User did not treat for either alert.the user was advised to make their hcp aware and contact hcp for any medical assistance.

Manufacturer narrative:
The user reported an out-of-range high glucose event. The following example was provided: (B)(6) 2025 4:36 pm, sg out of range high - bg 125 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 4:36 pm user's sg was blinded, and bg was 125 mg/dl. A review of the alert history revealed that the user received an out-of-range high glucose alert at 4:36 pm as user's sg was above 400 mg/dl. The user didn't seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.in an associated case (MFR# 3009862700-2025-00748) of sensor inaccuracy, on (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. On (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of in vivo sensor data showed optical instability around the time frame of the report inaccuracies.in an associated case (B)(4), the user reported as of (B)(6) 2025, the site was still healing and user was treating it with alcohol and patching it with tegaderm which most likely contributed to the instability observed and the consequent differences in bg/sg observed by the user.the user was offered a sensor replacement as a resolution. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.